Manufacturer narrative:
The product in complaint was not identified by a lot number nor returned to the manufacturer for analysis. Complaints will continue to be monitored for any trends. On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported in a publication titled "endovascular today" that a patient underwent a transcarotid revascularization (tcar) procedure. Event date is unknown) the patient was slow to arouse, unable to follow major commands, and not moving the left upper or left lower extremity. Immediate cta showed acute occlusion of the ica stent without intracranial bleed. On axial imaging, the stent was noted to be compressed into an ovoid shape. The patient emergently returned to the operating room and the previous incision was reentered. Arteriography demonstrated thrombus burden. Due to the potential stent fracture, the previous stent was relined with a 6- x 40-mm zilver ptx drug-eluting stent (cook medical) and postdilated with a 5- x 40-mm angioplasty balloon.